Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided a cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 january 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted, reducing tr to a grade of 2. On 09 july 2024, at a routine follow up, transthoracic echocardiography was performed and showed the implanted clips had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tr remained at a grade of 2.